Event description:
Agent ide study it was reported that thrombosis occurred. On (B)(6) 2021, the proximal right coronary artery (rca) was pre-dilated using a 4.00 x 15mm nc quantum apex balloon. Post pre-dilation, ultrasound was performed revealing solid material attached to the nc quantum catheter indicating thrombus. It was treated using anticoagulant heparin. Soon after, angiography revealed no complications. Following the angiography, the target lesion was treated with the study device successfully. On (B)(6) 2021, the subject was discharged with aspirin and clopidogrel.